Manufacturer narrative:
No adverse patient effects were reported as a result of this event. Boston scientific has no documented record of an rv lead revision taking place. Current records suggest that this rv lead remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this patient reported having complications after his implant procedure several years ago. The patient alleged that due to an unknown ventricular septal defect (vsd), his transvenous right ventricular (rv) lead lead ended up on the left side, and had to be revised.